Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt had reportedly been doing very well with the vns therapy but has recently experienced a slight increase in seizures (not above pre-vns baseline). Lead break is suspected although it is not believed that the pt has suffered any recent injury or trauma that may have damaged the ncp system. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system. The pt is scheduled for ncp system replacement surgery.

Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces. The lead was received without the electrodes and lead body. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead portions returned are consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported events.